Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited error codes appeared during upgrade. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The pump already had version 5 software and there were no error codes in the event history log. No faults found with the pump. Reloaded the software for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.